Event description:
It was reported that a one-link catheter extension set did not flow. This was noted during infusion of an unknown drug. It was reported that at the start of gravity infusion, there was no flow. The nurse then attempted to forcibly create flow through the one-link cap using a syringe and the device still would not flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.